Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead was noted to have increased pacing thresholds due to a suspected dislodgment, which was confirmed by fluoroscopy. During the lead revision, this lead was successfully repositioned. However, when the ra lead was hooked up to the pulse generator, noise was noted, and after an additional reconnection, undersensing due to low p wave morphology was noted. The lead was hooked up to a psa with normal diagnostics, therefore, a device issue was suspected. The device was explanted and replaced. The lead was connected to a new pulse generator with normal diagnostics and remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.